Manufacturer narrative:
Lot/serial# (B)(4): UDI (B)(4). Lot/serial# (B)(4): UDI (B)(4). Lot/serial# (B)(4): UDI (B)(4). Additional devices implanted and/or related to this event: pxa230300/10717528 and pxc121200j/11616954. Initial reporter: (B)(6). The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak, aneurysm enlargement, and conversion. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. The review of the manufacturing paperwork verified that these lots met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2013, the patient underwent treatment of an abdominal aneurysm with three gore excluder aaa endoprostheses. After the procedure, a type ii endoleak from the lumber artery was identified with aneurysm enlargement. It was reported the aneurysm was enlarged from 48.4mm to 66.2mm in diameter. On (B)(6) 2018, the endoprostheses were surgically explanted and the abdominal aorta was replaced with a surgical graft. The patient tolerated the procedure.

Manufacturer narrative:
Correction manufacturer ID:(B)(4). Correction MFR report #: 2953161-2018-00007.